Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated with apple juice. The customer stated that she was up all night with her neuropathy and went to sleep at 7am. The insulin pump will not be returned for analysis.